Event description:
The procedure was completed with a dorsale hws-stabilisation after harms and also, there was a twenty - minute surgical delay reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional information provided for reporting. D10: the device was received. H3, h4, h6: a review of the device history record has been requested. H3, h6: the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.614.046, lot number: 6085759, supplier lot number: n/a, manufacture date or release to warehouse date: 02/19/2009, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during assembly production of lot number 6085759. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.2, component lot number: 6070878, supplier lot number: n/a, manufacture date or release to warehouse date: 01/23/2009, expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6070878. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.30, component lot number: 6075408, supplier lot number: n/a, manufacture date or release to warehouse date: 02/06/2009, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6075408. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.40, component lot number: 6083825, supplier lot number: n/a, manufacture date or release to warehouse date: 02/11/2009, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6083825. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.40, component lot number: 6084481, supplier lot number: n/a, manufacture date or release to warehouse date: 02/12/2009, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6084481. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the returned implant was examined, and the complaint condition could be confirmed as the neutral body, busing and sleeve have separated from the screw. Additionally there is some thread damage. A device failure was identified. Dimensional inspection: due to post manufacturing damage an accurate dimensional inspection could not be obtained. Document specification: the relevant documents were reviewed as part of this investigation: ased on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during stabilization of dorsalen hwas c1/c2 procedure, two (2) cancellous bone screw synapses with l44 and l46 were dropped out of the 3d screw head. Surgical procedure was completed with a 20 minutes surgical delay. There was no consequence to the patient.

Manufacturer narrative:
Additional pro-codes: kwp, mnh, mni complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, two (2) cancellous bone screw synapses with l44 and l46 were dropped out of the 3d screw head. There was no surgical delay. Surgical procedure outcome and patient outcome were unknown. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).